Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation ¿pinhole in bending section cover¿. Due to a pinhole on bending section cover, water tightness is lost. There were few additional findings. Adhesive on bending section cover had a chip. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to damage on control section, angulation lever does not move smoothly. Due to damage on charge coupled device (ccd) unit, the image had white dots. Video connector had a crack. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported pinhole in the bending section cover of the loaner endoeye flex deflectable videoscope. The device was returned and an evaluation at the repair center revealed, the adhesive of the objective lens was peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: [inspection of the endoscope]: 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.